Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had motion sensor test failure and motor error. The customer¿s blood glucose level was 235 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, a33 prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The a35 alarm was unable to be verified due to motor error alarm.